Manufacturer narrative:
A ge svc rep performed an on site investigation. The real time operating sys (rtos) was replaced during the svc call. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer reported the sys was given them intermittent communication errors and had to be rebooted. There is no report of death r serious injury associated with this complaint.